Event description:
It was reported that when they released the top cap and opened up the bare metal portion of the graft, thrombus was pushed into the superior mesenteric artery (sma) and right renal artery which seemed like it was an acute and showered down thrombus into the right leg. After the procedure was completed, the physician had to go into the sma and put a stent in the sma to squish the clot up against the wall. The physician removed the clot that was in the lower leg with a thrombectomy device and ballooning. The patient was taken off the table and the patient became hypertensive. The day after, the patient had an angiogram of the right renal artery and the physician had to balloon and stent the right renal artery with an icast 7 x 22 because the right renal artery was stenotic. The patient is doing well now. It was reported that the instructions for use (IFU) was followed and the device functioned as expected while following the IFU. The device had been inspected prior to use to ensure no damage had occurred. The sheath was activated as described in the IFU. It was reported that the patient's anatomy was tortuous. There was minimal calcification present in the vessels. It was reported that the access vessels/external iliac was 9 mm. A lunderquist 260 guidewire was used, and dilators were used in the access vessels. A vascular closure device was used pre-access. It was reported that the physician thinks the reported issue was caused between the thrombus and possibly deploying the graft a little higher than it had been intended. The patient was on heparin during the procedure.